Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The lay user/patient contacted lifescan on (B) (6) 2010, alleging that his onetouch ultralink meter started to power off after/ during use on (B) (6) 2010 at 5:30pm. He indicated that he would have to wiggle the test strip into the meter to turn it on but once he releases the test strip, the meter turns off. He claimed that 3 hours after the reported issue began (8:30pm), he started to feel "crazy" and had double vision. A non health care professional treated the patient with food/drink and a glucagon shot at 10pm the same night. After the glucagon shot, the patient tested on his backup meter. His blood glucose results were "78 mg/dl" 1 hour after the glucagon shot, and "85 mg/dl" 2 hours after the glucagon shot. According to the csr troubleshooting, the patient battery did not need replacement based on the battery usage and life. The reported power issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed hypoglycemia 3 hours after the meter would not work and was treated with food/drink and a glucagon shot. In addition, the reported power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.